Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Initially, a nurse called to report a no delivery on the insulin pump. The nurse then stated, that the customer was hospitalized for low blood glucose. No further info was provided. The nurse was unable to troubleshoot during the phone call. Advised the nurse to have the customer call back for troubleshooting if possible.